Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal transition zone to the distal transition zone. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous unspecified vessel. The 7.0mm x 40mm, 40cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous unspecified vessel. The 7.0mm x 40mm, 40cm mustang balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 20 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.